Manufacturer narrative:
The product was not returned. Product history record were reviewed and the documentation indicated that the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported a pt experienced an unexpected myopic outcome following an intraocular lens (iol) implant procedure. The surgeon reported the pt was off target by -1.25 diopters. In a follow up, a technician reported the "incorrect power of iol" contributed to the event. The lens was exchanged for another iol one month following the initial implant procedure.